Manufacturer narrative:
Device evaluated by manufacturer? No, the device for this complaint was not returned. However, the lens was returned for evaluation and there was no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue/particulates on the lens surface. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter stated the surgeon was inserting an aa4204vf silicone single piece lens, +25.5 diopter, and the inserter broke. The surgeon was unable to insert the lens and there was no patient contact. The reporter stated an msi-pf injector, with a foam tip plunger, were used with an mtc-60c fp cartridge. The reporter was notified this is an off-label use of the injection system with this model lens but the reporter stated this combination works for the surgeon.